Manufacturer narrative:
One smiths medical medusion pump was returned for analysis with a counterfeit top case. No errors were found recorded in the event history log. Service replaced the top case and performed preventive maintenance (pm) and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had a broken handle/damaged case and exhibited system failure and it was also noted that the tubing guide was broke. No patient involvement in this event. No adverse effects were reported.